Event description:
Falsely long ptt results were obtained on 27 pt samples. Quality control samples recovered within customer's established range. Falsely long ptt pt results were reported to a physician. Reagents were incorrectly placed on the analyzer. Once location of reagents were corrected, pts were redrawn and samles were tested. Correct qc and pt results were obtained and reported. One pt was treated with vitamin k. No change in treatment, of the other pts (26), resulted due to the falsely long ptt results. There was no report of adverse health consequences as a result of the falsely long ptt results. Instrument operator placed the actin fsl reagent in the calcium chloride reagent position and vice versa. Issue was resolved by instrument operator placing reagents in the correct position.